Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it encountered a problem in which it showed a white screen. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was stuck on a white screen due to the database being in suspect mode. A technical support specialist deleted the old database and recreated it, performed a full sync of the station, and launched the application successfully. The system functioned as intended after the technical support specialist troubleshot the device.